Event description:
Right sided nephroureteral stent insertion. During procedure, a small wire fragment sheared off and was unable to be removed from the collecting system. Urology was notified and the plan was to have urology remove the fragment during the nephrolithotomy. The fathom wire was not saved. FDA safety report ID # (B)(4).